Event description:
During follow up with a home patient's nurse regarding an unrelated report, baxter's product surveillance department was notified that the home patient experienced a peritonitis episode in january.

Event description:
The home patient was hospitalized for six days as a result of the peritonitis episode. The home patient was treated with ceftazidime according to a conversation that the home patient's nurse had with the home patient; however, specific details regarding the diagnosis and treatment of the peritonitis episode are unavailable as the dialysis clinic is not affiliated with the hospital where diagnosis and treatment took place. The nurse reported that she believed the peritonitis to be subsequent to the home patient not washing their hands after using the bathroom and before therapy. The home patient made a full recovery from the infection, and was retrained by the nurse.